Event description:
Physician reported a right side rupture confirmed by ultrasound. The device was expired when it was implanted. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell, missing shell and flat creases. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, one sharp edge broken in the shell with stress marks and wear abrasion. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the shell with stress marks in the side posterior assessed, as surgical impact opening. Missing shell assessed, as inconclusive.

Event description:
Physician reported, a right side rupture. Device has been explanted and replaced.